Manufacturer narrative:
Corrected: d4. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on both leads. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
It was reported to abbott a patient had an increased recharge burden and two contacts with high impedance. A full system replacement was completed. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the entire system was explanted and replaced to address the impedances on the paddle lead. However, the quattrode lead might be explanted in 2017 due to an unknown reason. Effective therapy was restored post-op.